Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had a frozen display issue on the insulin pump. Customer's mother stated that they left the battery out to see if the pump would reboot. Customer's mother stated that the time advanced but they are not able to get past the main menu. Customer's mother stated that the pump was paused because they were going to take a shower, but after it was restarted, the display was frozen. Customer's mother also reported there was a crack by the battery compartment and another crack on the window for the cartridge compartment. Customer's mother was advised that the insulin pump will need to be replaced. Customer's mother was also advised to discontinue use of the pump and revert to a back-up plan.